Manufacturer narrative:
The manufacturer had previously reported that a ventilator had a power issue and that the internal battery was replaced to correct this. The filed report had a check by "congenital anomaly/birth defect" checked off. This was incorrect and should not have been checked. There was no reported birth defect or congenital anomaly reported.

Event description:
The manufacturer received information alleging a ventilator was having a power issue. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an error code related to the charging of the internal battery was observed. The device's internal battery needs to be replaced to address the issue.